Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: all loss of prime warnings that had been recorded in the black box were associated with cartridge and power reset related events or to the pump being placed on suspended/auto-off. The customers reported event could not be confirmed or duplicated while the pump was exercised for 24 hours at 1 unit/hour; there were no loss of prime warnings or other alarms being observed. The force sensor calibration test passed and was within specification. Unrelated to the initial complaint, the display was observed to be a dim red color with a vertical segment missing, upon start up. The display was replaced by a test display and all color resumed and the missing segment resolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.